Manufacturer narrative:
The lead in question has been actively implanted and in use for treatment for approximately 14 years. Since the lead remains implanted, it will not be returned for analysis and as a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. A review of the device history record (DHR) for this lot could not be performed as the DHR could not be located, however inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. A review of the qa procedure, permanent pacing lead final inspection, indicates that the lead is checked 100 percent for electrical function. The procedure includes "acceptance criteria- all products must meet pre-determined specifications in each step of this procedure. If product does not comply with specifications, it must be rejected. An unusual or questionable or often repeating defect must be reported to qa management immediately." Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All tubing will be inspected according to the procedure "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. The instructions for use (IFU) of permanent implantable pacing leads informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It also provides the general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. In addition, the IFU provides lead related problems including, but are not limited to: fracture, dislodgement, cardiac perforation, myocardial irritability at implant, transvenous introduction, threshold elevation and infection. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. As the lead remains actively implanted the allegations against the lead (threshold elevation) cannot be confirmed. Threshold elevation is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that the customer received a call on (B)(6) 2018 that indicated this pacemaker device showed 2.5 years remaining longevity. Last (B)(6) (2017) device longevity showed 0.5 years remaining. The customer stated that it was not clear if there were programming changes. Furthermore, atrial threshold was chronically high at 5 v. Implant procedure date of the pg for this patient's system was (B)(6) 2011. Implant date for lead in question is (B)(6) 2004 and it remains actively implanted. Additional information was requested, however is not available.